Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01585. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# g140113. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device ¿ 10 months. Manufacturer's investigation conclusion: the pump remains implanted and the patient remains ongoing on vad support. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Thromboembolism is listed in the instructions for use as an adverse event or a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that on (B)(6) 2018, the patient complained of worsening fatigue, decreased exercise tolerance and dizziness. The patient presented to hospital on (B)(6) 2018 for a right heart catheterization and echocardiogram, which showed concern for thrombus. No further information was provided.